Event description:
Following the information provided by the customer, during transfer from bed to wheelchair, the leg clip disconnected from the spreader bar of maxi twin lift. As a result, the patient fell off the arjo passive sling to the floor. The patient sustained head injury with wound and was placed back to the bed for injury treatment. Then, the patient was sent to emergency room to be checked over.

Manufacturer narrative:
The inspection of both the sling and maxi twin lift was performed by arjo representative. No malfunction of the sling was detected upon evaluation. The evaluation of the maxi twin determined that the dps system malfunctioned due to wear, however this fault is not considered related to the clip detachment issue. Based on the available information the circumstances of clip detachment remain unknown. The passive clip sling instructions for use (04.sc.00) guides through transferring procedure and informs the user how to attach the sling properly in the ¿clip attachment & detachment¿ section. It also informs the user as follows: ¿to avoid the patient from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ ¿make sure that: all clips are securely attached.¿ to sum up, the maxi twin floor lift in combination with clip sling was used as a system for transferring the resident and played a role in the reported event. The root cause of detachment of the clip is not possible to establish based on the available information. There was no malfunction found within the lift or the sling that could have contributed to the incident, however the sling clip detached during use and from that perspective system failed to meet its performance specification. The complaint was decided to be reportable to competent authorities due to the clip detachment during transfer.

Manufacturer narrative:
Further analysis is in progress. The conclusions will be provided within the follow-up report once the investigation is completed.

Event description:
During the transfer from bed to wheelchair one the two lower hooks of the lower limbs unhooked causing the patient to fall. The patient sustained head injury with wound as a result. The injury was treated and the patient was sent to emergency room for check. The hoist showed a malfunction of the dps connection, the jack was replaced soon after the event. The sling did not show any malfunctions.